Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have stuck grip tips likely causing that grips will not fully open or close, as reported by customer. Components adjacent to this stuck grip do not show damage. The grips do not show cracking damage. The instrument was placed in-house system and passed recognition, and engagement tests but failed when trying to open and close grips.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, when trying to open the force bipolar instrument, it failed to open. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck on tissue when the issue occurred. The instrument was not in strong grip mode at the time of the event. There was a wire sticking out of the instrument. There were no collisions with any other instruments or tools. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.